Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated they had to tape the insulin pump together due to a crack in the window of the reservoir compartment. The customer also reported damage located at the bottom of the insulin pump near the drive support cap and piston. The customer stated the drive support cap was protruded on the insulin pump. Customer's blood glucose was unknown. The customer could not recall pressing the cap while connected. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.